Manufacturer narrative:
(B)(4) evaluated one opened/used reservoir, and performed testing. The reservoir passed per inspection with no air bubbles anomaly noted. Checked the o-ring for defects and none were found. Also inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no leaks or air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 160 mg/dl. The location of bubbles is in reservoir and tubing. The customer was offered to further document the reservoir misprint but declined. The customer when through air bubbles troubleshoot till reservoir ran out of insulin and proceeded to assist customer with filling a new reservoir. The customer was advised to use new vial as she has had multiple issue. The customer reported via phone call indicating that the insulin pump had reservoir leak during filling process. Customer's blood glucose at time of incident was 140 mg/dl. The customer was looking at the plastic line between the o-rings and had never had a leak.